Event description:
When replacing foley catheter, it was noticed that the lubrication syringe inside the foley kit was empty and crusted over. The defective product was discarded and the rn used a new foley kit to start over.